Event description:
The pt rec'd two leads with the same lot number. It was reported, the pt has an open surgical wound site at the back of the head exposing the lead. The physician observed pus at the site. It is unk if cultures were taken. Reportedly, stimulation is effective; however, the pt was advised to turn stimulation off. F/u indicated fluid is still leaking from the wound due to the pt's CPAP mask rubbing the healing scab off. Oral antibiotics were prescribed as treatment. The pt is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.